Event description:
Treatment of a right unruptured saccular aneurysm measuring 20mm x 9mm in the cavernous segment of the right ica (internal carotid artery). During the pipeline deployment, it was reported that the pipeline had difficulty releasing from the capture coil and was eventually released in the supraclinoid carotid artery with some manipulation. The pipeline did not fully open proximally and needed balloon angioplasty with a hyperform balloon (an option presented in the instructions for use, u.s.) To achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).